Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash which started under the left therapy electrode and spread to his sides. The patient's physician indicated that the patient may have had an allergic reaction and prescribed the patient triamcinolone acetonide and an antibiotic. Follow up indicated that the rash improved.